Event description:
It was reported that the device was displaying a service indicator and it would not charge up for defibrillation. There were no reports of pt use associated with this event.

Manufacturer narrative:
Physio-control recommended customer replacing the device's power conversion pca. The device will not be returned to physio-control for eval. The root cause of the reported failure cannot be determined.